Event description:
Philips received a complaint on an earlyvue vs30 indicating that the non-invasive blood presure (nibp) does not measure well. The customer biomedical engineer (biomed) has replaced the nibp tube and cuff. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).